Event description:
Spacelabs received a report that a central monitor, model 91387, did not alarm. The bedside monitor did alarm. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs is evaluating this reported event and will file a supplemental report when our evaluation is concluded. Placeholder.

Manufacturer narrative:
Report 3010157426-2014-00055 was filed in error as a duplicate of report 3010157426-2014-00056.